Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller, which appeared consistent with full depletion of the external and backup batteries, therefore causing a pump stoppage. A specific cause for the reported patient outcome as well as a direct correlation to the device could not be determined. The evaluation of heartmate 3 lvas, serial number (B)(4) , did not reveal any device-related issues. The submitted controller event log file contained (B)(4) events which spanned approximately 173 minutes. For the entirety of the log file, controller clock corrupt alarms were captured due to the clock not being set correctly. This log file also captured no external power alarms that were followed by the driveline being disconnected. Also of note, calculated flow appeared to gradually decrease over the log file, ultimately reaching as low as 0.5 lpm immediately before the driveline was disconnected. Prior to the driveline disconnect, the actual speed remained at or above the low speed limit and the pump appeared to be functioning as intended. Also, the submitted controller periodic log file captured a low power advisory alarm on (B)(6)2020 on the last line of data. Mlp-002211 was returned assembled with the pump cable severed approximately 5.0¿ and 12.0¿ from the pump housing. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The apical cuff was returned with the cuff lock properly secured. The pump appears to have been exposed to a fixative agent (eg. Formaldehyde) post-explant. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. Mlp-002211 was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was cardiac arrest. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the(B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was found down at their home on (B)(6) 2020 at approximately 10:20pm and he was last seen alive at 8:30pm. Per paramedics on scene, both of the patient¿s external batteries were dead and the patient was unconscious. Patient was disconnected from driveline at hospital. Log file analysis observed low power alarm recorded on (B)(6) 2020 at 3:41pm due to depleted batteries. The controller experienced a complete loss of power during analysis of event log which caused a clock reset to the controller. The event log recorded an lvad off / driveline disconnect event about 1 hour 34 minutes from the last recorded event. Tech services was unable to determine when and how long the controller was disconnected from power.